Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The device passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there is an issue with the flow rate accuracy. There was patient involvement and unknown patient harm/adverse event reported.